Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, it was unable to grasp the leaflets after multiple attempts and was difficult to capture. Physician decided to discontinue the procedure. While retracting the clip into the guide, resistance was noted. Clip was advanced into the right atrium and attempted to retract the clip. Clip was partially in the guide. Guide was retracted further and it was noticed that the clip was separated from the clip delivery system (cds) and travelled from right atrium to inferior vena cava. Clip was snared, lock line and gripper line was removed, and sgc was removed from the patient. Sheath was placed in the left groin, and second snare was used to bring the clip nose into the sheath and removed from the patient. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.